Manufacturer narrative:
The device was returned to the zoll medical technical service department for evaluation and the malfunction was duplicated. Root cause analysis of the high voltage module found a faulty transformer to be the cause of the malfunction. The high voltage module was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.